Event description:
The accounts clinical engineer stated the air system will turn off when the deflate button is pressed, but then comes back on when he releases the button. He isolated each siderail and found when either the left or right siderail cables are plugged into p13 this would occur. He replaced the power board, tested the bed, and now the head section runs up by itself.

Manufacturer narrative:
The account has not completed repairs.